Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired within a couple days of implant. There were no reported complications related to the implant procedure or allegations against device functionality.